Event description:
Customer states 1660 tegaderm chg dressing was used to cover patient's groin PICC catheter insertion site. Customer states site condition changed rapidly overnight and reports redness, moisture, and whitish material around catheter insertion site and groin. Customer reports catheter was removed in response to skin condition. Customer reports patient had surgery for broviac catheter placement. Customer reports physician thought it was a skin reaction and not infection.

Manufacturer narrative:
Method: device not received. Results: no evaluation performed. Conclusions: device not returned to evaluation can be performed. Device not provided to manufacturer for evaluation. Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product.